Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that the insulin pump not delivered insulin, not getting alerts anymore and sometimes high pitches noise during rewound. Insulin pump reject new battery. Customer stated that the insulin pump not bumped or dropped, no car accident. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.